Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with intermittent oversensing inhibiting pacing. Interrogation of the device revealed crosstalk. Cross talk was noted on telemetry strip. Programming changes would not resolve the issue. The patient was sent for chest x-ray.